Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The surgeon placed the torque wrench over the femoral adaptor and began to tighten it. The wrench broke. **update** (B)(6) 2015 upon evaluation of the returned product by the complaint analyst, three failure modes were identified: end cap missing; socket fractured; screws that secure the scale to the assembly are missing and the scale has disassembled from the shaft.

Manufacturer narrative:
Conclusion and justification status for MDR: visual examination of the submitted device found the end cap component missing, the socket fractured, and the screws that secure the scale to the assembly missing. The root causes of the missing end cap and socket fracture are attributed to a combination of product design, user error. No conclusions could be drawn about the missing screws without the screws to examine. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. (B)(4) will also change the dimensions of the socket feature no further corrective action required as the complaint sample was manufactured prior to the implementation of (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The surgeon placed the torque wrench over the femoral adaptor and began to tighten it. The wrench broke. **update** 12/15/2015 upon evaluation of the returned product by the complaint analyst, three failure modes were identified: end cap missing; socket fractured; screws that secure the scale to the assembly are missing and the scale has disassembled from the shaft. Complaint updated 12/15/2015. **update** 12/18/2015 no response was received from sales rep after three follow-up attempts for part/lot numbers and if this was a revision surgery. Part/lot numbers were available on returned instrument. Complaint updated 12/18/2015.